Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("infection :acute salpingitis"), pelvic pain ("chronic pelvic pain /pain/pelvis pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. A365616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under went essure conformation test.". The patient's past medical history included abdominal pain on (B)(6) 2012. Concurrent conditions included anxiety since 2012. Concomitant products included alprazolam (xanax) from (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy) and surgery (on (B)(6) 2012, underwent pelvic surgery,salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2012. At the time of the report, the salpingitis, genital haemorrhage and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and salpingitis to be related to essure. The reporter commented: on (B)(6) 2012, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Insertion of essure in left fallopian tube but 2 trailing coils were noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event-pelvic pain. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received. Concomitant disease added. Following event pfs:infection :acute salpingitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. A365616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under went essure conformation test.". The patient's past medical history included abdominal pain on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2012, underwent pelvic surgery). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2012, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Insertion of essure in left fallopian tube but 2 trailing coils were noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event-pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added,lot number added, demographic added, concomitant disease added. Event added per pfs: patient did not under went essure conformation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2012, underwent pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2012, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.